Event description:
The device was spitting clips, and the device produced a scissored clip, which caused the biliary fistula during a gall bladder resection. The pt had a longer hospital stay as a result of the event. The extended hospital stay was necessary for the regression of the biliary fistula and the improvement of the pt's status. There was no further consequence to the pt.